Manufacturer narrative:
(B)(4).

Event description:
Patient received a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca during index procedure and a 2.5mm diameter x 30mm length endeavor sprint rx stent in the prox cx during staged procedure with no issue reported; however, it was reported that, approximately 6 months post procedure, the patient presented with mi symptoms. Re-hospitalization was required. One endeavor stent was deployed to 2nd obtuse marginal. No other clinical sequelae were reported. Investigator reported that the event was definitely related to the study stent and was unrelated to the procedure. Ref MFR report number 9612164201100062.